Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during a code blue the tubing would not unclamp in the (lvp) channel. The pump alarmed occlusion, the tubing was changed and the pump worked immediately. This event occurred at the patient's bedside, the medication/fluid in the tubing is unknown and caused a delay in treatment since IV tubing had to be changed.

Manufacturer narrative:
The customer¿s report that the tubing would not unclamp in the pump channel was not confirmed. Further testing of activating the set's lower fitment safety clamp while loaded in a pump module observed no issue.. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. No issue was observed. The set was re-primed and the fluid flowed through and exited the set as expected. A lab gauge needle was attached to the set's exit and the set was loaded into a lab pump module. An infusion was programmed and the infusion completed as expected with no alarm or issue. The root cause was not identified.

Event description:
It was reported that during a code blue the tubing would not unclamp in the (lvp) channel; "during set-up per intake form". The pump alarmed occlusion, the tubing was changed and the pump worked immediately. This event occurred at the patient's bedside. The medication/fluid in the tubing is unknown, and although this caused a delay in treatment to change the IV tubing, it was further confirmed that there was no patient harm or impact associated with this event.